Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 49 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of obesity, endometrial ablation, abnormal uterine bleeding, pelvic pain and left lower quadrant pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2989 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy,hysterectomy,laparoscopy.lysis of adhesions). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32 kg/sqm. [Pathology test] on (B)(6) 2021: final diagnosis uterus, cervix, bilateral ovaries, total hysterectomy and bilateral oophorectomy: cervix: unremarkable endometrium: atrophic myometrium: small benign leiomyomata up to 2 cm, specimen weight: 100 g serosa: unremarkable bilateral ovaries: corpora albicans gross description: the right ovary is 2.8 x 2.0 x 1.2 cm with the weight of 5 grams. The parenchyma is gray-tan, subcortical cysts are noted containing clear serous fluid and blood clot, the largest is 0.8 cm. The left ovary is difficult to distinguish, it is gray-brown and approximately 3.0 x 1.8 x 1.3 cm with a weight of 10 grams. On cut section, the parenchyma is gray-tan to brown and somewhat fibrotic appearing. Within the stumps of fallopian tube extending into the myometrium bilateral coiled metallic wires are noted. Also present are two white-tan intramural nodules grossly suggestive of fibroids, 0.8 and 2.0 cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: reporters,patient information,medical history,lab data,indication,removal date,event onset date,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, 1826 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.